Manufacturer narrative:
A2: age: 65, sex: male; d2: common device name: catheter, urological; based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092; manufacturing site: 3005471919.

Event description:
End user states "he was used to using the magic 3 go catheters and those went on backorder. He is not new to cathing and has been cathing 3 x a day for about 1.5 yrs due to retention from an unknown cause. He has had multiple utis in the past even while cathing with his bard magic 3 go catheters. He was sent the ultram14 to use instead and had been using them for a little over a month ok but a few times, about "2 or 3 times" with these catheters he would note hurt with insertion and he would see blood at the tip of the catheter upon retraction. It was a small amount on on catheter tip and would stop immediately. He said the tips of those felt "too sharp on the end" compared to the others he had used and thinks they cut him inside urethra. He said the defect was visible after examination. He does not have them anymore, lots unavailable. He said shortly after this happened his urine started to smell very bad and then his symptoms progressed to a high fever ( could not relay how high), vomiting, diarrhea and pain. He was hospitalized and treated at bethesda hospital in ohio for 7 days, diagnosed with a uti and currently has been wearing a foley catheter for about a month now and has visit monday to follow up with urologist to decide if he needs to continue with foley or return to ic. He said he is feeling much better from his uti. He was sent home with oral antibiotics name unknown and he has already completed those. He does wash his hands with soap and water prior to cathing, uses the no touch sleeve and ensures catheter stays sterile prior to entry as well as always cleanses meatus with soap and water prior to insertion."